Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. Additional h3 device evaluation summary: it was received for analysis an empty labeled winding former and a detached needle of product code ep8703h, lot maj834. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was observed. Also, the suture was not present to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of¿ when putting the 1st stitch, the needle was detached from the suture¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when putting the 1st stitch, the needle was detached from the suture. There were no adverse consequences to the patient. No additional information was provided.